Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received mw5149320 stating: wire broke inside patient while suturing cuff.